Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. ' downstream error' was not reproduced. A review of the history log revealed multiple "downstream occlusion!" Messages. Evaluation inspected the device and found constant reload set alarm during evaluation, therefor downstream occlusion testing could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream occlusion out of range and failed to calibrate. Force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.